Manufacturer narrative:
Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). If any additional information pertinent to the reported event is received, it will be submitted in a follow-up report. Device not returned.

Event description:
Livanova (B)(4) received a report that the centrifugal pump system with tubing clamp displayed an error message during a procedure. The user was sometimes able to get the device to work properly by restarting it, however the operational settings were not being stored. The user removed the device from service. There was no report of patient injury.